Manufacturer narrative:
Return requested for suspect 100mm sterile perc ref pin. Medtronic investigation of returned suspect 100mm sterile perc ref pin finds that, as reported, the percutaneous pin had been broken off near the top of the fins. Pieces broken - physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was hammering a 100 millimeter percutaneous pin into the patient's anatomy when the distal 15 millimeters of the tip broke off. The piece was retrieved and another percutaneous pin was brought in to continue the procedure. Noted was that the patient had a very hard anatomy and the surgeon was hammering for a while in order to place the pin securely. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.